Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that vincristine 0.65mg/etoposide 81mg in 487.2 ml was programmed manually and verified by two rn's to run at the ordered rate of 20.8ml/hr over twenty-four (24) hours, however infused in approximately 12 hours. There was patient involvement but no patient harm.

Event description:
It was reported that vincristine 0.65mg/etoposide 81mg in 487.2 ml was programmed manually and verified by two rn's to run at the ordered rate of 20.8ml/hr over twenty-four (24) hours, however infused in approximately 12 hours. There was patient involvement but no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.